Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the pump was wedged under papillary muscle. They were unable to obtain proper positioning, so the impella was removed and successfully replaced with proper position. Additionally, the patient experienced atrial fibrillation and supraventricular tachycardia, which were resolved with cardioversion and antiarrhythmics.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.